Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [2000 mcg/ml] at 165 mcg/ml, indicated for intractable spasticity. It was reported that the patient experienced a change in therapeutic effect. The event occurred in (B)(6) 2018, "a couple of days ago." The patient came in for a refill on (B)(6) 2018, and they changed the drug concentration since they did not have the 1000 mcg/ml on hand. The old drug concentration was 1000 mcg/ml at a dose of 330 mcg/day, and the new drug concentration was 2000 mcg/ml at a dose of 165 mcg/day. They programmed a bridge bolus and sent the patient home. It was noted that technical services calculated that if the bridge bolus ran at the old drug desired dose of 330 mcg/day, then the bridge bolus would take around 29 hours to clear. On (B)(6) 2018, the patient came in for a change in drug concentration, since the facility had the 1000 mcg/ml on hand. Technical services confirmed that the previous bridge bolus would have cleared at this time; there would have only been the 2000 mcg/ml drug in the catheter and inner pump tubing. It was reported that they performed a new bridge bolus and the duration was set to 141 hours and 5 7 minutes. The old drug concentration was 2000 mcg/ml at a dose of 165 mcg/day, and the new drug concentration was 1000 mcg/ml at 330 mcg/day. It was reported that the patient started to feel like the 2000 mcg/ml was too much, so the rep was with the patient today ((B)(6) 2018) to stop the current bridge bolus and change it to a slower rate. The following information was reviewed: catheter volume: 0.199 ml amount passed: 96 hours volume bolus left: 0.488 ml - 0.33 ml = 0.158 ml left amount bolus left: 0.158 ml x 2000 mcg/ml = 316 mcg left old drug desired dose: 145.5 mcg/day duration of new bridge bolus: 316 mcg ÷ 145.5 mcg/day = 52 hours 7 min technical services walked the caller through performing a modified bridge bolus. It was noted that they would follow-up with the patient's healthcare provider. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative on (B)(6) 2018. The event was initially reported by the healthcare provider. It was reported that the patient experienced dizziness as his initial symptoms, and felt like he was getting too much medication. The issue was resolved in the office. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2018-mar-02. The patient's weight at the time of the e vent was unknown. The information provided was confirmed with the physician. No further complications were reported.